Event description:
Additional information received indicates that the message had went away through troubleshooting and the issue was resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient¿s controller displayed the elective replacement indicator (eri) message. Further troubleshooting is pending.

Manufacturer narrative:
(B)(4).